Event description:
The following has been reported: the handle to lift the cassette holder is stuck. A preliminary review of the device log files was not performed. The device was returned for evaluation. Upon return, the vr dial was in an open position which mechanically prevents the lever arm from opening. Power was applied to the pump but no electrical activity was observed. An internal investigation found fluid ingress had damaged multiple pcba boards, including the main pcba. Fluid ingress entry point was identified as faulty rtv on the lcd. Due to the extent and nature of the damage, this unit is to be decommissioned. Reporting as a conservative measure due to the fluid ingress identified during investigation. No adverse effects were reported.